Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. The patient's interpreter (the patient is non-verbal) reported that the patient was hospitalized for one week due to device inaccuracies. No specific information regarding symptoms, diagnosis, or treatment was provided. At an unspecified time during the reported event, the cgm displayed a reading of 175 mg/dl, while a blood glucose measurement showed 125 mg/dl. There was no documentation of additional medical evaluation or intervention related to this discrepancy. No further details were available and attempts to obtain additional information were unsuccessful. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).